Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that during priming of the tubing, the flow is unregulated and reaches the patient before it should. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2204-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d had flow issues due to medication running down the tubing during the priming process and causing hypersensitivity in the patient. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the reason I am asking for this information is that nurses have reported episodes that patients having a hypersensitivity reaction to drugs that are being run down during priming of the tubing, but based on their priming volume, it should not have reached the patient yet. I know the packaging states to fill 2/3s of the chamber with fluid."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d had flow issues due to medication running down the tubing during the priming process and causing hypersensitivity in the patient. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the reason I am asking for this information is that nurses have reported episodes that patients having a hypersensitivity reaction to drugs that are being run down during priming of the tubing, but based on their priming volume, it should not have reached the patient yet. I know the packaging states to fill 2/3s of the chamber with fluid."